Event description:
Additional information was received from the patient stating that they had their implantable neurostimulator (ins) changed on (B)(6) 2014 because their doctor needed to install more leads. The patient was not getting therapy effect that they needed from the device. A revision took place and the patient recovered completely. The doctor changed their device so they could add more leads on (B)(6) 2014.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was lgw. (B)(4).

Event description:
The health care professional (hcp) reported that they were looking for instructions on how to remove the tine leads. The hcp put in different leads that work much better for the patient. The patient was not getting good therapeutic effect since they got the device implanted. Other relevant medical history includes gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.